Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: af3618c155xh, serial/lot #: (B)(4), ubd: 04-nov-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 7 years 11 months post implant, the stent graft system had migrated distally. Intervention was completed with the stent graft system explanted and the event resolved. Per the physician the cause of the event was due to migration. No additional clinical sequelae were reported and the patient is fine.